Manufacturer narrative:
The manufacturer previously reported the device's oxygen blending module board and system board were replaced to address service required codes found in the device's downloaded error log. The device's interface board was also replaced to address these issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and system board need to be replaced to address the issues.